Event description:
Follow up information confirmed that the implantable neurostimulator (ins) was at normal depletion and that the leads had not migrated. The patient was not receiving good therapeutic effect, so the physician tried to move the leads but was unable to get them into a good position. The leads (and extensions per manufacturer's device registry) were then replaced the same day as the ins. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3887-33, lot # j0417841v, explanted: (B)(6) 2013, product type lead; product ID 3887-33, lot # j0417841v, explanted: (B)(6) 2013, product type lead; product ID 7495lz25, serial # (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2013, product type extension; product ID 7495lz25, serial # (B)(4), explanted: (B)(6) 2013, product type extension. (B)(4).

Manufacturer narrative:
Product ID 3887-33, lot # j0417841v, implanted: (B)(6) 2004, product type lead; product ID 3887-33, lot # j0417841v, implanted: (B)(6) 2004, product type lead; product ID 7495lz25, serial # (B)(4), implanted: (B)(6) 2002, product type extension; product ID 7435, serial # (B)(4) implanted: (B)(6) 2002, product type programmer, patient; product ID 7495lz25, serial # (B)(4), implanted: (B)(6) 2002, product type extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was stated that the patient "may need possible" lead revision and implantable neurostimulator (ins) replacement. It was stated that the patient was not getting "good" stimulation and that the leads "may have migrated down," therefore, patient was not getting low back coverage. It was believed that the ins was nearing end of life (eol). It was later reported that intra-operative x-rays were taken and the healthcare provider (hcp) "attempted" to revise old leads, but had "difficulty steering." The hcp intra-operatively decided to remove old leads and replace with two leads and a new ins. It was stated there were no malfunctions, just ins end of life. The patient was reportedly "doing well" and received "better stimulation than previously." Additional information was requested but not available at the time of this report.